Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep, the cause of "sciatica, severe burning in the back, back pain and need for ablation on back is unknown. There weren't any additional device or therapy-associated interventions performed. Scs therapy was turned back on (B)(6) 2025. Patient has not followed up regarding any issues post turning on the therapy. The manufacturer device is on and delivering therapy.

Event description:
It was reported that they were having problems with pain in their back for a while and patient said couple months ago they had to turn their stimulation up because they were in so much pain that they couldn't even get out of bed. Patient stated they ended up in the emergency room and they didn't even think about it being their stimulator. Patient met with medtronic representative blake last tuesday in person, had severe burning in their back, was told to turn stim off for a week and then turn stim back on. Patient noted that they were able to get off of bed without severe pain on their side and had been doing pretty good and mentioned they could feel their sciatica. Patient mentioned they had an ablation on their back and noted if they didn't have the ablation they would be in severe pain. Patient then mentioned they went to charge their implant to connect to their therapy settings the controller kept saying they needed to change the battery in the controller. Patient stated when they went to charge their implant today they noticed the controller screen went completely white. When asked for event date for the pain, patient mentioned for awhile. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent walked patient through resetting the controller; controller showed memory problem then controller was 50% and implant 80%. Agent instructed patient to start a charge session; controller showed battery low replace the controller batteries soon. Agent offered to replace the controller and patient mentioned when they were sent a new paddle the end had a great casing on top of it and they were told to plug it into the controller but the cord wouldn't go so they had made the casing break off the end and the recharger plugged into the controller. The issue was not resolved. A request was sent to the repair department to replace the controller. Patient commented they were told the battery in their back might need to be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.